Manufacturer narrative:
(B)(4). Date sent: 10/01/2019. Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: introduction of the linx reflux management system in a community heartburn center. Authors: woody m., willems k., vassaur h., wheeless c.j., buckley iii f.p. The linx reflux management system (ethicon) was FDA approved for use in patients with objectively proven gastroesophageal reflux disease (gerd) and who continue to suffer despite maximum medical therapy. While multiple reports of its successful introduction and use in academic settings exist, the authors reported their experience in a high volume community based reflux center. This study involves 50 consecutive patients who had objectively confirmed gerd, normal esophageal function, and a hiatal hernia less than 3 centimeters in size. These patients underwent linx (ethicon) placement. Reported postoperative complication included dysphagia resulting to 10% dilation rate (n-?). In conclusion, the linx reflux management system is a safe and effective treatment for medically refractory gerd with significant improvement in the quality of life for difficult to manage patients.